Event description:
Healthcare professional reported left side is rupture diagnosed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: device photograph(s) for the device related to the reported event of rupture was requested on december 05, 2023. It is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified, rupture observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side is rupture. Diagnosed by MRI. The device has been explanted and replaced.